Event description:
Add'l info received from MFR on 4/24/03: the actual retail size package of new-skin .3 oz liquid, upc: 3 75137 70335 4, note that the folding carton does state: "ask a doctor before use if you have: deep puncture wounds, deep cuts, animal bites, serious bleeding, diabetes, poor circulation, serious burns". The consumer who filed the complaint said that this warning was not on the outer carton. It is. This same warning is on the bottle label. The info provided by the consumer was incorrectly reported.

Event description:
The labeling for the product is not consistent. Warnings that appear on the bottles, don't appear on the outer carton. The reporter purchased the product at their pharmacy to use on a blister that formed on the palm of their hand, about the size of cent. The blister had broken. The consumer had cut off the skin (though later learned they shouldn't have done that) and wanted to apply a protective barrier. The reason the consumer chose this otc product was because thay used a similar product about 25 yrs ago. The product comes as two botles, containing 0.3 fl oz each, packaged in a box. As the consumer was applying it, they noted on the bottle it said "do not use if you have diabetes or poor circulation" (among other conditions). The box does not have this warning. The consumer took for granted that the labeling on the box would mirror the labeling on the bottle. The box is sealed. How can a consumer assess the risks of a product before purchasing if the important warnings are not present on the outer labeling? The reporter has type 2 dm. The consumer called their local poison control center and they advised them to wash it off thoroughly. The consumer did so. The consumer also called their md who concurred with that advice. No harm was done.